Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff arthroscopy the devices broke during implantation inside the patient. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-2323bcc devices (no batch indicator present) were received for investigation. The first returned swivelock was noted to be missing the peek eyelet at the distal tip, which was not returned. Two suture fragments were returned. Analysis with calibrated ruler ID: 651 identified that one fragment was approximately 15.20" in length, while the other was approximately 20.45". Breakage was noted at the ends of one of the two pieces. Additionally, the distal-most thread on the returned biocomposite anchor along the driver shaft was chipped. The second returned swivelock was received without the associated peek eyelet and biocomposite anchor. One suture fragment was received, measuring approximately 17.05", with breakage visible at both ends. The cause of the event remains undetermined. It was noted that the method of bone preparation employed during the procedure, as well as the bone quality encountered, were not recorded.